Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H6 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. B5 - it was later reported that the problem was not resolved and replaced with another spherical longer length lens which resolved the problem. See MFR for claim# (B)(4) for replacement lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -12.00/2.5/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault with rotation. This resolved the problem.